Event description:
The event was reported to vascutek as follows: graft had hole in it. Doctor had already attached one end to aorta therefore added stitches to close hole.

Manufacturer narrative:
Method: qc and manufacturing records reviewed. Result: qc and manufacturing records show device was manufactured to design specification. Device not returned therefore no evaluation carried out. Conclusion: as no device returned for investigation and qc and manufacturing records show device manufactured to specification, complaint could not be confirmed. No further information will be received for this event therefore vascutek now considers this complaint closed. This issue will be tracked and trended as part of the routine complaints monitoring and reported process. If an adverse trend develops, action may be taken at that time.